Manufacturer narrative:
(B)(4). The device was not returned to baxter. The service history review and device history review were not performed as part of the complaint investigation due to unknown product code and unknown serial number. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. Approximately a month prior to the patient¿s death, they had been hospitalized for an unrelated event. During the hospitalization, pd therapy was ongoing using hospital device. It was unknown if the patient was performing therapy with the cycler or baxter solutions at the time of death. An autopsy was not performed. No additional information is available.